Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the ring was broken off. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.